Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, a 26mm sapien 3 valve was successfully deployed. During the retrieval of the delivery system, resistance was encountered. Cine imagery showed a ¿hook¿ like shadow which appeared to be the ¿peeled¿ radiopaque marker on the sheath distal tip. The physician was instructed not to forcibly pull the delivery system any further. Blood was also observed in the inflation device. It was determined that the delivery system balloon had been damaged and got ¿stuck¿ at the sheath tip. The femoral artery to the iliac artery was surgically exposed. The common iliac artery was ¿blocked¿ and the puncture area of the femoral artery was minimally surgically opened. The system was successfully withdrawn. The radiopaque marker on the sheath was exposed and appeared ¿about to come off¿. The sheath liner was torn and appeared to be delaminated from the shaft. The delivery system balloon was also noted to be torn at the I/c bond. Following the closure of the wound, angiography showed a ¿fluffing¿ like image in the external iliac artery. A stent-graft was placed from the contralateral side and the procedure was completed. The patient was transfused with 6 units of red-cell concentrate. The blood pressure soon recovered to 100 mmhg to 120 mmhg. The patient was transferred from the operating room in stable condition. The native annular diameter measured 24.1mm by CT. Moderate valvular calcification and no aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 5.6mm with mild calcification and moderate tortuosity reported.

Manufacturer narrative:
(B)(4). The 14fr. Esheath was returned to edwards for evaluation. The sheath was returned with the commander delivery system fully inserted. Visual inspection of the sheath revealed that there was no liner tear; however, there was a circumferential delamination of the liner approximately 2 inches in length. The liner was also observed to be bunching on the sheath distal end. The c-marker band was partially attached to the delaminated portion of the sheath. Multiple kinks were observed approximately 2 inches distal to the strain relief, and 2.75 inches, 3.5 inches and 4.125 inches proximal to the distal tip. A few deep scratches distal to the strain relief and multiple scratches along the distal end of the sheath were also noted. Review of the procedural photos provided of the devices following removal revealed the c-marker band remained partially attached to the sheath liner. The delivery system inflation/crimp (I/c) balloon bond was damaged and the spring was stretched. The sheath liner appeared to be delaminated at the sheath distal tip. The sheath liner was also bunching at the sheath distal tip. No functional testing or dimensional analysis was performed due to the condition of the returned device. Review of the appropriate work orders and lot history review did not reveal any issues that may have contributed to the liner delamination or the kinked sheath shaft. In this case, the reports of the liner delamination and sheath shaft kinked, bent were confirmed based on the visual inspection of the returned device. However, no manufacturing non-conformances were identified. A review of DHR, lot history, and complaint history did not reveal any indication that manufacturing non-conformances contributed to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. The patient¿s access vessel mld measured 5.6mm with mild calcification and moderate tortuosity reported. Investigation results suggest/indicate that the unfolded/unpleated delivery system balloon likely became stuck on the tip of the sheath, due to the enlarged balloon profile during device removal, resulting in the reported resistance. Additional force was applied during the attempt to remove the delivery system. The force applied to the tip of the sheath during the delivery system removal attempt likely caused the liner delamination, kinked sheath shaft and bunching of the sheath liner. Available information suggests in addition to procedural factors (resistance during device removal), patient factors (borderline access vessel mld, vessel tortuosity) likely contributed to the device withdrawal difficulties and subsequent surgical removal of the devices and placement of a stent graft at the access vessel. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03459.